Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D4 - UDI#: (B)(4). D11 - medical products- tibial component catalog#: 42532007102 lot#: 63867045. Femoral component catalog#: 42502606402 lot#: 63937996. Complaint sample was evaluated via medical records and the reported event was confirmed. Review of the medical records provided states the patient was on antibiotics for suspected infection. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 3007963827 - 2019 - 00100, 0001822565 - 2018 - 05492 , 0001822565 - 2018 - 05494 .product location is unknown.

Event description:
It was reported that the patient underwent a revision due to infection one month post-implantation. Attempts to obtain additional information have been made; however, no more is available at this time.